Event description:
The u2 angled long am attachment was sent for eval because it was getting warm during inspection. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.